Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The lesion was located in an unspecified artery. Upon attempting to treat the lesion, the pt2 guide wire broke off in the artery. The physician successfully snared out the broken wire. The procedure was completed with another of the same device. No further complications were reported.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The lesion was located in an unspecified artery. Upon attempting to treat the lesion, the pt2 guide wire broke off in the artery. The physician successfully snared out the broken wire. The procedure was completed with another of the same device. No further complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the pt2 moderate support 185cm str was received fractured in two sections, 37 cm distal, and 147 proximal. The fracture occurred adjacent to distal inconel tube. The fractured sites were sent to scanning electron microscopy (sem) for fracture analysis. The outer diameter along the wire and the inconel tube outer diameter met specifications. Sem results indicated that the fracture occurred adjacent to the outer tube where the core wire is inserted and welded. The fracture site exhibited evidence of compression and tension including a bending lip. The fracture surface exhibited elongated dimple ruptures in a tear direction. No material anomalies were noted. Fracture occurred due to a bending overload moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).